Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference the literature at the following address: http://www.sciencedirect.com/science/article/pii/s0883540315002983. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that fifty patients were revised from a m/g system to a lcck system for an unknown reason.